Manufacturer narrative:
The insulin pump was monitored for 56 hours and no unexpected constant tone or audio anomaly was noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed every 4 hours. The blood glucose reading was not provided. The customer was not wearing the device. He stated that this same issue occurred with the last 3 insulin pumps, and no alerts or alarms were present aside from the siren sounds. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.